Event description:
After the dilatation of a popliteal vessel, the catheter balloon was difficult to deflate. It took approx 2 mins aspirating with a 50cc syringe to deflate the balloon enough to remove it from the pt without any injury or further complications being reported.